Event description:
The spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient had been hospitalized with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient¿s spouse phoned the pdrn on (B)(6) 2022 with reports of cloudy pd effluent. The spouse was instructed to take the patient to the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. During the hospitalization, the patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient¿s spouse chose to have the patient complete pd therapy with manual exchanges while hospitalized. The culture results were not available, and the cause of the peritonitis is unknown. The pdrn stated the patient¿s spouse is a retired nurse and familiar with proper aseptic technique and the correct set-up for the patient¿s pd treatments. The patient was discharged from the hospital on (B)(6) 2022 and continues to complete pd therapy utilizing the liberty select cycler.